Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the tubing had separated from the vented spike. The reported condition was verified. The cause of this condition was determined to be a manufacturing error during the assembly process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of alburetrol solution set became disconnected. This occurred while priming with normal saline. There was no patient involvement. No additional information is available.